Manufacturer narrative:
Device eval: the device eval has not been completed. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval is completed. Eval: method: device history record was reviewed, complaint data base reviewed. Conclusion: a follow-up report will be submitted when the device eval has been completed.

Event description:
The tubing disconnected from the catheter when starting injections. The rotator is not breaking, tubing comes unscrewed from catheter. No harm or injury reported.